Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement and initialization tests on 3 of 3 attempts. The instrument was unused and had all lives remaining. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No logs displayed initialization failure. Additional findings unrelated to the customer reported complaint: the instrument was found to have a dislodged retaining c-ring on one of the wrists bearing inside of the housing. The ring was attached to the housing magnet. The instrument was found to have a dislodged bearing in the housing. The instrument housing was removed and found the instrument wrist bearing not properly seated at the back end. No damage observed at the inputs and the wrist cables. Further, the instrument was found to have an extra retaining c-ring inside of the housing. The ring was attached to the housing magnet. There was a dislodged retaining c-ring and bearing found at one of the wrists clamping pulley. The instrument was returned with the power cord cut off. Visual inspection did not reveal any thermal damage or signs of "melting". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No errors displayed during logs review. Blank MDR fields: the missing patient information in section b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend (vse) instrument was placed on the robot arm, and the lights on robot flashed. Instrument would not initialize. No message was displayed on screen. Instrument was replaced with another instrument which functioned properly. The procedure was completed with no patient harm.